Manufacturer narrative:
Per patient's surgeon, the device was explanted (B) (6) 2010, it is unknown whether there are plans to re-implant.(B) (4)

Event description:
A new case of possible meningitis was reported to cochlear americas in early 2009. Per the audiologist, in 2008 (date not reported) the pt reported otitis media and a decrease in auditory performance when using the cochlear implant system. Treatment for the otitis media was successful. In the following month (date not provided), the pt reported a persistent daily fever, loss of weight, decrease in memory and other cognitive functions. In late 2008, implant testing at the clinic showed no neural response telemetry and the pt did not hear any of the stimulus. During an integrity test done on original date, it was also reported that pt had been undergoing many medical examinations including a "liquor" test. Per the surgeon "apparently there is chronic meningitis possibly due to tuberculosis." Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
During preventative maintenance of the device, the user reported that there was still flow in the tubing set when the occluder was completely closed. No other details regarding the nature of the event were provided. Since this event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
This type of event is addressed in the device labeling.